Event description:
It was reported that during testing at the user facility the micro oscillating saw was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event. It was also reported that during testing conducted at the manufacturer facility the micro oscillating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The engineering technician reported that the handpiece was displaying a bias-current warning on the console but was not overheating and noted the motor cartridge was corroded.